Manufacturer narrative:
(B)(4). The customer reported that while being monitored with an avalon fm30, a fetal death occurred. The available details at the time of this report show that the patient was antepartum/prom (premature rupture of membranes) with a negative stress test, however, the fetus expired. The customer would like to know what the "wrong paper scale" message means on their monitor. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that while being monitored with an avalon fm30, a fetal death occurred.